Event description:
It was reported that a large volume intermate did not deliver its contents. The reporter stated that the device was filled with 90 mg of pamidronate, connected to a patient, and expected to finish infusion in two and a half hours. Three hours and twenty five minutes later, the nurse noted that the solution had not been infused. The nurse checked again an hour later and removed the device from the patient. The nurse then flushed the patient's peripherally inserted central catheter (PICC) line and found it to be fine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 12k072 was manufactured october 24, 2012 - october 25, 2012. Evaluation information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection identified that there was approximately 180 ml of fluid in the bladder when the device was received. No signs of blockage or physical abnormality were noted. The devices distal cap was removed and flow observed. No evidence of the reported condition was obtained during the evaluation of the device. If additional relevant information is obtained, then a follow-up MDR will be submitted.